Event description:
Patient reported right side "rupture". Physician additionally confirmed "intracapsular rupture" and reported patient experienced "pain." The device remains implanted.

Manufacturer narrative:
Correction to partial implant date: (B)(6) 2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right side: rupture".

Event description:
The device has been explanted.